Manufacturer narrative:
Additional manufacturer narrative: our sales rep received a response from the health care provider indicating that the device was explanted due to a perivalvular leak of the native valve and torn papillary muscle. This was indicated as not due to a device malfunction. Operative report was requested but not provided. Device was discarded by the hospital.

Manufacturer narrative:
A report was received by our implant patient registry that an annuloplasty ring was explanted after an implant duration of 3 months 20 days (3.67 months) and replaced by an edwards valve due to unknown reasons. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 3 months 20 days (3.67 months) and replaced by an edwards valve due to unknown reasons.

Event description:
A response was received through sales indicating the device was explanted due to perivalvular leak of the native valve and torn papillary muscle and not due to a malfunction of the device.